Event description:
The customer reported the retention disc was loose and stoma leakage.

Manufacturer narrative:
Additional product code: pif an investigation is currently underway. Upon completion the results will be forwarded.

Manufacturer narrative:
Section h6 "appropriate term / code not available": skin hypergranulation additional information added to b5 (describe event or problem) and h6 (health effect clinical and health effect impact codes). Date received by manufacturer: march 26, 2026.

Event description:
The customer reported a loose-fitting tube causing leakage of formula related to the external retention disc being quite slippery and easily sliding up and down. Per additional information provided on 22apr2026, the external flange was easily sliding with every patient movement as basic as sitting up causing poor anchoring and liberal in and out sliding of the tube. Per further information provided on 12may2026, there was friction and leakage of gastric contents. The peristomal skin was compromised; and hypergranulation developed at the stoma site. Treatment provided: daily check and tightening of retention flange; daily stoma dressing; care with melgisorb and 2 layers of drain gauze. The patient was referred to interventional radiology for a premature tube replacement. The tube was replaced with an alternate brand. The patient is doing well and the skin is healed. The patient is in hospice.